Manufacturer narrative:
Exemption number e2015055. Two devices were received for evaluation; both events were confirmed during testing. Both devices were found to be affected by trigger contamination. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 2 malfunction events in which the device ran on. One reported event had no patient involvement; no patient impact. One reported event had patient involvement; no patient impact.